Event description:
It was reported an infection occurred. The device and lead were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). D354trg implanted: unknown; 6935 implantable tachy lead implanted: unknown; 1888tc competitor implantable pacing lead implanted: unknown.

Event description:
It was reported an infection occurred. The device and lead were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.